Manufacturer narrative:
Dentsply sirona became aware of a serious injury with an implant due to a malfunction of abutment that occurred while using the astra tech ev implant system. Dentsply sirona implants is not the legal manufacturer of the fractured abutment that caused the event. This report is for the dental implant device. Product return and additionel information is requested and product will be evaluated after receipt. In case any new or additional information will be gained a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant fracture and the implant was removed.